Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump reset itself and customer received a motor error alarm during rewind. Customer stated that they were in a radiology room and unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 177 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test (278.7 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. The device was received with cracked case at display window corners and battery tube threads, minor scratched lcd window, missing end cap sticker, broken reservoir tube lip. No traces of moisture were noted at electronic or motor assemblies during visual inspection. No unexpected device resetting time and date anomalies noted.